Manufacturer narrative:
Report date: 09sep2021.

Event description:
It was reported that the ventilator would not turn on at all. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Manufacturer narrative:
The unit was sent in for bench repair. The service provider (sp) inspected the device and found that the unit powered on and found some noise in the blower. The repair of the device is pending.

Manufacturer narrative:
The service provider (sp) inspected the device and found that the unit powered on. During the inspection the sp found some noise in the blower. The service provider replaced the blower for the noise found during inspection. The unit passed all testing. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.